Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown persona tibia, lot #unk; catalog #unk, unknown persona articular surface, lot #unk; implanted: (B)(6) 2015. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other device used: catalog # 42557000114, persona taper stem implant, lot #11016262. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Conclusion detail the following components were reviewed for compatibility with no issues noted:

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Other device used: catalog #42512000512, persona vivacit e articular surface, lot 62991512; manufactured at zimmer (B)(4); catalog #42532007102, persona cemented stemmed tibial component, lot #63112109; manufactured at zimmer (B)(4). Devices implanted on (B)(6) 2015. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.